Event description:
It was reported that cartridge alarm 20 occurred and continued to recur even after customer attempted to load new cartridge using guided technique, preventing resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to use multiple daily injections as backup insulin therapy, was provided replacement pump under warranty, received guidance on putting pump into storage mode, programming settings, reconnecting continuous glucose monitor to replacement pump, and returning problematic pump using pre-paid label.